Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported upon removing the internal PICC wire to trim the wire was ridged and would not pull out smoothly. Patient needed a PICC for long term abx. 4f single lumen PICC chosen. I went to trim the catheter to 46cm and the internal PICC wire would not pull out smoothly it felt it was stuck. I pulled the wire all the way to inspect wire and did not notice any malformations or concern. Tried to advance the wire thru the catheter and same tightness occurred. Tried to pull wire back once more and it barely budges. I reflushed saline thru and still no improvement with movement so I aborted and obtained a new kit. No adverse event reported.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.